Manufacturer narrative:
B3: event date unknown. The device was returned for root cause analysis and the investigation findings concluded after a syringe delivery test and functional testing. The device was found running a little loud during the syringe delivery test. No error that was related to the customer reported problem was found in the device history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was in good condition with no appearance of any physical damage. The cause was established to be the lack of silicon grease in the worm coupling cavity. The manufacturer representative cleaned and greased the motor assembly to resolve the issue, and the pump performed as intended and passed all functional tests.

Event description:
It was reported that before putting it back to the floor for use, the technician found out that the pump was alarming loud. This event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.